Manufacturer narrative:
On february 13, 2024, the mentor analysis lab received the suspect medical device for evaluation. Paperwork received with the device provided an updated explantation date of (B)(6) 2024. On february 19, 2024, mentor completed an evaluation on the returned device.  Mentor conducted a visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and revealed a leakage, caused by valve delamination. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 575cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient observed an indent of the left breast. Subsequently, she was diagnosed with a deflated left breast implant during a consultation with a medical professional. As a result, the patient is scheduled for breast implant removal on (B)(6), 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6), 2024. Manufacturer¿s reference number: (B)(4).